Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. From information verbally reported by the physician to the manta representative, post-tavr procedure, an 18f manta was deployed for closure. An undisclosed complication occurred, extravasation was present, and two stents were placed. The heart valve sales representative was present at the case and mentioned the angle was low when the physician deployed manta. According to the IFU deployment procedure states to hold the manta handle in the right hand at a 45-degree angle to the leg. While grasping the proximal handle end of the manta closure with the right hand, completely actuate the lever arm in the clockwise/ proximal direction. This deploys and releases the anchor within the vessel. While maintaining neutral digital pressure at the puncture with the fingers of the left hand, withdraw the manta slowly and carefully from the patient along the angle of puncture, approximately 45 degrees. The root cause of the bleeding requiring placement of two stents is possibly due to the improper angle the manta device was deployed, which did not allow the toggle to seat properly. However, due to insufficient information regarding the initial and deployment procedures, patient demographics and conditions, no angiograms submitted for review, and no device return for investigative purposes, the root cause cannot be determined. Additionally, the IFU precautions if hemostasis is not achieved and bleeding persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use compression, balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. The following potential adverse events related to the deployment of vascular closure devices have been identified: other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: manta complication required 2 stents placed. Event verbally reported to sales rep. Sales rep offered to review case post procedure, physician declined. Additional info reported on 29sept2021: stent placement related to extravasation.